Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests a leak occurred and was identified during change of line.

Event description:
The report suggests a leak occurred and was identified during change of line.

Manufacturer narrative:
The customer¿s report of leakage from a cracked maxplus was confirmed. Visual inspection of the set noted a hair line crack to the thread of the female luer adaptor (fla). There were no other anomalies observed. Functional testing confirmed leaking from the crack on the female luer adaptor. The root cause of the customer¿s report was not identified.